Manufacturer narrative:
Complaint conclusion: as reported, after the 6f/7f mynxgrip vascular closure device (vcd) was delivered into the patient, the balloon was accidentally pulled out of its 7f non-cordis sheath during the process of pulling the handle backward (positioning the balloon) after it was placed in the body and first filled as per standard practice. The plug was found to be exposed at that time. It was not taken out after the plug was deployed; the plug remained at the anterior end of the outer sheath. All of the above occurred during the positioning balloon step, i.e., prior to deploying the plug. There was no reported patient injury. The mynx vcd was prepped according to the instructions for use (IFU). The device was removed from the package by pulling the green outer sheath. The device was purged of air during prep. The shuttle handle was not displaced. The sealant sleeve was not out of position. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30¿45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm. There was no vessel tortuosity. There was a mild presence of calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. There were no multiple sheath exchanges prior to the use of the mynx device. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer is mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. A non-sterile 6f/7f mynxgrip vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle. Neither the sheath nor the syringe used in the procedure were returned with the device for evaluation; and it was observed that the stopcock was returned in the open position. The sealant was returned; nevertheless, it was observed to be already displaced out of its manufactured position, along with evidence of blood exposure; and the advancer tube was observed still in its manufactured position. Therefore, it may be concluded that the deployment mechanism was partially triggered, but it is unknown if the device was manipulated after the procedure to reengage the shuttle with the handle. Additionally, it should be mentioned that the sealant sleeve was observed in its manufactured position; therefore, it is not possible to conclude if the shuttle was introduced at any moment into a sheath. Per functional analysis, measurement of the inflated balloon could not be completed as the balloon was unable to maintain pressure after it was inflated due to a puncture observed while using a vision system. Nevertheless, a deployment test was executed by pulling the black handle in a proximal direction until the locking was obtained, and it proceeded to push the advancer tube with no resistance was felt, and deployment was executed as expected. A high magnification analysis was executed to evaluate the surface conditions of the balloon. During this analysis, it was observed that a pinhole was present on the balloon surface, resulting in a balloon loss of pressure. The reported event of ¿sealant-sealant exposed prior to use¿ was confirmed through analysis of the returned device since the sealant was exposed on the distal portion of the shuttle. However, the reported event of ¿balloon-pull through¿ could not be confirmed since the device was returned with a pinhole in the balloon, resulting in a ¿balloon-balloon loss of pressure¿ event. The exact cause of the issue experienced and the pinhole noted could not be conclusively determined during analysis. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the pull through reported since the device was received with a pinhole, which the customer did not report. However, it is possible that the pinhole was not noticed and may have contributed to the pull through experienced since this type of damage is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). Therefore, access site characteristics (mild presence of calcium in the vicinity of the puncture site) and/or concomitant device factors (which was not returned for analysis) most likely contributed to the pinhole found. Also, handling factors after the balloon pulled through the sheath possibly contributed to the exposed sealant. Although not intended as a mitigation, the mynxgrip instructions for use (IFU) instructs users to pull lightly on the device handle to ensure the balloon is abutting the vessel wall while withdrawing the procedural sheath from the tissue tract. If excessive tension is applied to the device, that can cause the balloon to be pulled through the arteriotomy/venotomy. The IFU also instructs users to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, after the 6/7f mynxgrip vascular closure device (vcd) was delivered into the patient, the balloon was accidentally pulled out of its 7f non-cordis sheath during the process of pulling the handle backwards (positioning the balloon) as per standard practice after it was placed in the body and first filled. The plug was found to be exposed at that time. It was not taken out after the plug was deployed; the plug remained at the anterior end of the outer sheath. All of the above occurred during the positioning balloon step, i.e., prior to deploying the plug. There was no reported patient injury. The mynx vcd was prepped according to IFU instructions. The device was removed from the package by pulling the green outer sheath. The device was purged of air during prep. The shuttle handle was not displaced. The sealant sleeve was not out of position. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the 7f non-cordis vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was mild presence of calcium in the vicinity of the puncture site. There was no scar tissue present in the vicinity of the puncture site. There were no multiple sheath exchanges prior to the use of the mynx device. The mynx vcd was used in an interventional procedure with a retrograde approach. The deployer¿s mynx certified. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.